Manufacturer narrative:
The insulin pump was received with missing retainer and cracked case on battery tube area. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked battery tube threads, stained serial number label and peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump got damaged. The customer¿s blood glucose level was unknown mg/dl. The customer stated that the insulin pump cracked and clear plastic ring fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.